Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had elevated blood glucose levels of 600mg/dl, and moderate ketones. Elevated bgs were treated by administering a correction bolus, and changing out the infusion set.